Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinic study site ID (B)(6); subject (B)(6) was implanted on (B)(6) 2009, with an elevate anterior and reported bilateral buttock pain/discomfort since the procedure date. The site determined the pain was possibly related to the device and procedure. Severity: moderate. Medical intervention: paracetamol. On (B)(6) 2010, the subject reported persistent bilateral buttock pain after a 3 week remission. Medical intervention: paracetamol and ibuprofen. Additional information received on (B)(6) 2010, indicates persistent buttock pain, "improved since 5 days." Severity: moderate. Event status: continuing.